Manufacturer narrative:
On (B)(6) 2016 the customer spoke with a medela clinician. The customer and her baby both had thrush in mid (B)(6). The customer was treated with diflucan and gentian violet and her baby was treated with gentian violet. The customer also stated that she currently has thrush and both the customer and baby are going to do another dose of gentian violet and the customer is going to take a 10 day round of diflucan prescribed by her physician. On (B)(6) 2016 the customer email the medela clinician to report that she and the baby are no longer experiencing thrush at this time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On (B)(6) 2016, the customer reported to a medela customer service representative that her pump in style breast pump had low suction and that there was no release to the suction. She stated that she was in pain and that it was uncomfortable.